Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: the images show a green sureform 45 reload with the knife blade rotated toward the knife track. This rotation appears to have caused the blade to skive the cartridge material along the right side of the track. Additionally, the knife seems to have sliced through one of the pushers on the right side. The rotated knife likely exerted lateral force against the reload walls, expanding its width and causing the reload to become stuck in the stapler channel. Damage observed at the very distal end of the reload appears consistent with user attempts to remove the reload, rather than being part of the initial failure.

Event description:
It was reported that during a da vinci-assisted procedure the stapler failed to deploy. The insert was found to be jammed in the mechanism after deployment. The customer reported event has no report of patient injury.